Manufacturer narrative:
(B)(4). Initial implanted 8-9 years ago. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure of bearing due to fracture approximately 8-9 years after initial implantation. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated. Visual examination exhibits the post has fractured off the articular surface. All pieces were returned. The device also exhibits pitting to the proximal surface in addition both the proximal and distal surface exhibit wear. Sem analysis demonstrated that damage pattern(s) appear to be potentially consistent with a bearing post that was overloaded, possibly in fatigue, and with a bearing that was potentially loaded in a somewhat asymmetric pattern. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.